Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad trace. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked reservoir tube lip and missing end cap sticker. Insulin pump unable to performed the displacement test due to keypad anomaly.

Event description:
It was reported the insulin pump's buttons are intermittently not responding. Customer's blood glucose was 189 mg/dl. The device was not dropped or exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.